Manufacturer narrative:
The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-00802 for a description of the second device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached inside the patient when the physician was throwing the mesh leg through the sacrospinous ligament. The physician "knew the needle fell in a difficult spot to retrieve, so he did not try to retrieve it." The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without further complications to the patient, who is reportedly ¿fine¿ post-procedure.